Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated troponin (accutni) results within the risk stratification range were generated by the unicel dxc 600i synchron access clinical system for three patients. Upon repeat analysis on the laboratory's alternate access 2 analyzer, results within the normal reference range were obtained. The erroneous results were released out of the laboratory, but the reports were amended later. There was no report of death, injury, or change to patient treatment attributed to this event. All system parameters, including calibration, qc, and system checks, were within the specifications. The customer reported that the samples were drawn into 13 x 100 mm plasma tubes and were centrifuged at 3500 rpms for 7 minutes at room temperature. No sample integrity issues were noted by the customer. A field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse noted the wash pump was leaking onto the analytical module. The fse replaced the mixer pulleys, mixer belt, and mixer roller and rebuilt the complete wash pump. The fse also proactively replaced all peri pump tubing, aspirate probes, and pipettor tips. The fse verified alignments, and performed system checks, which produced results within the instrument specifications. The likely cause of this event was a hardware malfunction. Information regarding the reagents used for the assays is listed below: access accutni calibrators: catalogue number 33345, lot number 121451. Access accutni reagent pack: catalogue number a78803, lot number 122056.